Event description:
Hives, swelling, infection; I recently started the dexcom g6 glucose sensor and I have had reactions from day 1. This seems to be an ongoing issue that dexcom refuses to recognize. I have received chemical burns with skin welting and crusting over after a week. Issues last up to three weeks after removing the sensor. There is something in the composition of the adhesive that should not be allowed in a product meant to be attached to the skin for 10 days. FDA safety report ID # (B)(4).